Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the error e216 was displayed and the image of the subject device turned to black during laparoscopic ovarian tumor resection procedure. When the user turned off and on the power of the subject device and then the error e226 occurred and the image of the subject device turned to the sandstorm at that time. Those malfunctions occurred about 15 minutes after the start of the procedure. Since those malfunctions could not be resolved, the intended procedure was completed with using another similar video processor. The both errors e216 and e226 are indicated that there was the communication problem between the subject device and the endoscope. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to omsc and omsc checked the subject device. [At evaluation]. Omsc evaluated the subject device and found the followings; the exterior of the subject device had no abnormality with visual inspection. The subject device was tested with telescope 10mm (wa50040a) which was sent with the subject device from the user as a combination device. But the reported phenomenon which the image of the subject device has turned to black was not duplicated. When it was checked the log, it had been recorded e226 was occurred on the day of the user occurrence. The combination test with the subject device and telescope 10mm (wa50040a) have been run for one hour, but it could not duplicate the reported phenomenon. To turn on/off the subject device was no abnormality. To shake the connector of the subject device was no abnormality. When the subject device was connected and operated with following the instruction manual, there was no abnormality. [At investigation]: omsc investigated the subject device and found as follows; check result for image and operation of the subject device. It could not be duplicated the reported phenomena which were no image and sandstorm image and error e226 . The video connector and video cable of the endoscope were tapped, shaken, or loaded, but there was no abnormality. The subject device has been run the test continuously for 4 hours, but the image was normal, and no error occurred. The exterior with visual inspection: the subject device; there was no evidence of damage, corrosion, chemical residue on the video connector socket. There was no abnormality in the entire parts. A combination device, telescope 10mm (wa50040a); no abnormality has occurred in the electrical contacts of the video connector. There was no abnormality in the entire parts. Meaning confirmation of error e226: error e226 indicating: the endoscopic communication failure occurred cause: an error occurred in the communication between the subject device and the endoscope. Solution: immediately turn the video system center off and disconnect the video connector. Clean the electrical contacts of the video connector and connect again. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on evaluation and investigation results, omsc surmised there was the possibility these phenomena were attributed to communication failure between the subject device and the endoscope due to a temporary abnormality with attaching like chemical solution residue, water stains, sebum stains, dust, gauze fluff, in the electrical contact part of the combinate endoscope or the video connector socket of the subject device. If additional information becomes available, this report will be supplemented.